Event description:
The pump was returned for service. During service, pump head mechanism a failed the accuracy test.

Manufacturer narrative:
Baxter service replaced the pump head mechanism a assembly. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA.